Manufacturer narrative:
Retainer ring = clear. Customer complained on (B)(6) 2021 pump was exposed to water and cracked case. Insulin pump passed the displacement test and self test. The test p-cap locks properly in place in the reservoir compartment noted. No unexpected alarms on event date of (B)(6) 2021 in pump history. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case corner of the belt clip rails near the battery compartment. Pump was cut open to perform visual inspection and found moisture damage on u2, j6, j7, u22, q26, q9 on pcb 1 and j1 on pcb 2. Verified the pump was exposed to water and cracked case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water for half an hour. Insulin pump had cracked housing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.